Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unknown time, the electrosurgical generator esg-400 displayed error messages e107 and e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in france (returned to rrc on 2022-11-07). The evaluation/investigation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective generator board. Thus, this event/incident was attributed to component failure. Also, the temporary occurrence of error message e107 was reported and confirmed at the rrc. This error message indicates that the coagulation pedal of foot switch 2 is activated during start of the generator. Another possible cause for this error message is a defective foot switch. Since no foot switch malfunction is reported, error e107 can very likely be traced back to a user error. In addition, the display was found to be scratched which was attributed to use error. However, these two findings have no technical relationship to the reported occurrence of e433. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).